Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing, including accuracy testing, and was found to visually and audibly alarm during alarm conditions. The reported issue was unable to be confirmed.  During evaluation a secondary issue was indicated wherein the device was unable to operate on internal dc power. The internal battery did not meet expected voltage specifications which causes the device to power down when removed from ac power.  The unit was tested with a known good battery and the unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the device turns on and off and not reading accurately. No consequences or impact to patient were reported.